Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2019, the patient noticed that neither of their inss were charging. Their recharger would show the reposition antenna screen and the programmer showed to charge the ins. No symptoms were reported. The patient mentioned they had an appointment with a manufacturer representative (rep) on (B)(6) 2020. Additional information received from a manufacturer representative (rep). It was reported that the patient was unable charge both batteries which were overdischarged. The patient was in a physical altercation during that time frame and was severely injured and hospitalized. While he was injured, he found it painful to use his stimulators and turned them off and forgot to continue recharging. The rep was able to start up one of his batteries. The other battery had to be trickle charged twice before he could start charging it again. He went home to recharge his battery, however it wouldn¿t hold a charge long enough to clear the power on reset (por) message the next day. The patient plans to make a follow up appointment to discuss replacing that battery with a newer model. No further complications were reported.